Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the device would intermittently change menus without being touched and the touchscreen would inaccurately respond to the wrong areas. The touchscreen was replaced and the unit functioned as designed.

Event description:
It was reported that the biomed was called to room because screen was changing from profile to localization constantly. Nothing was touching the screen. Device powered off and on with same behavior. When removed from wall mount and place on table, the monitor did not display this behavior. Monitor was placed back on the wall mount and appeared to be stable. But upon pressing the time, the monitor changed from normal sensitivity to max. No consequences or impact to patient.